Event description:
Posey sitter ii alarm system with control unit and light sensor pad was in use on a pt while in bed. Pt was found on the floor beside the bed. Posey sitter ii system did not alarm. Green power light was on. Connections were tight, correct sensor pad was on bed, correct side was up. There was no weight on mattress. The unit had alarmed appropriately prior to this event. Unit alarmed appropriately post the event. Pt sustained a right femur fracture.